Event description:
The reporter states the driver could not fasten during use. This event is being reported as a serious injury due to surgical delay.

Manufacturer narrative:
A hardness test proved the screwdriver material to meet specifications. No material fault could be detected. The kind of damages and the direction of the burrs point to an overloading of the instrument while screws were being removed.